Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual examination found the fiber was returned in one piece with no fiber body defects. Microscopic inspection found the tip had degraded. Testing of the connector show a distorted light exiting the connector face indicative of an internal connector fracture of the fiber. Burn marks were also observed on the fiber face. Functional testing found there was a weak aim beam from the fiber. It is probable that the fiber fracture occurred during procedural handling of the fiber during set-up or use. Additionally, it is probable that the interaction between the fracture and debris shield led to the burn marks observed on the fiber face. The instructions for use (IFU) state careful handling of the fiber during setup is important to prevent fiber damage. Fiber damage may impact fiber performance. Inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber.

Event description:
It was reported that, during the procedure, two separate fibers malfunctioned by making a loud stating sound while the fiber was being used. Both fibers were from the same lot number. The fibers were blown at the time of the noise, and the debris shield was checked at the time the noise was heard. The fibers were replaced, and the procedure was completed using the third fiber. There were no patient complications. Analysis of the returned fiber identified distorted light exiting the connector face indicating there was an internal connector fracture. This report is for the first fiber.